Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The field generator and axiem were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the date received by manufacturer on followup #2 was 04/02/2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axiem box and the generator were returned for analysis. Functional testing found that both components were functioning as de signed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system at time of filing. Manufacturing date was unavailable at the time of filing. The representative noted that when he changed the emitter the system was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during install of the new system the emitter was not working. There was a small field and could not get the patient reference under 2.0 and only in one specific area. To test it, the representative used his trunk stock emitter and the axiem box and it set up immediately. He was able to trace all over and got the reference under 1. The representative left the site with the emitter due to them having cases.